Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The electronic log file and the replaced motor were available for investigation. The reported symptom could be reproduced by means of the log entries. At 08:27:30 on the reported date of event the apollo detected an encoder check error and reacted as specified for this condition as it switched to man/spont while generating a corresponding audible and visible ventilator fail alarm. The inspection of the motor revealed numerous positions where the motor couldn't start-up which indicates an abraded collector disk. The motor has been manufactured in 2009. The entire motor assembly was designed for a durability of >10 years (5 hrs per day, 5 days per week). In this particular case the motor has not yet reached the estimated lifetime of 10 years. Hence, this is considered an early failure. The number of such early failures related to all produced devices with this type of motor is within the expected and accepted range.

Event description:
Please see initial-report.